Event description:
Description of event according to initial reporter: the physician tried to re-sheath the filter during a femoral deployment which is obviously not an option. Removed a few days later, due to mangled filter. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.